Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received that the rebar catheter lot number was b422286.

Manufacturer narrative:
H3: product analysis of sfr-6-30, lot# b365601 as found condition (condition of returned device): the solitaire fr stent and rebar-18 catheter were returned for analysis within a shipping box and within a sealed biohazard bag. Visual inspection/damage location details: as per the solitaire fr stent IFU (instructions for use) the 6-30 stent must be used with a micro catheter with a minimum ID (inner diameter) of 0.027in. Per the rebar-18 micro catheter product labeling, the ID is 0.021¿. Therefore, the solitaire fr stent was found to be not compatible for use with the rebar-18 micro catheter. The solitaire fr stent device was returned within its introducer sheath. No bends or kinks were found with the solitaire x pushwire. The marker coil was found to be damaged (kinked) at distal end. Visual inspection of the attachment zone revealed no electrical etching. The stent was found to be broken and separated from pushwire. The stent non-working (tear drop) and working length struts were found to be broken distal to attachment zone. No other anomalies were observed. The rebar total length was measured to be ~160.3cm and the useable length was measured to be ~154.0cm which is within specification. No damages were found with the hub. The catheter body was found to be kinked at ~5.6cm from distal tip. No damages or irregularities were found with the distal marker/tip. No other anomalies were observed. Testing/analysis (including sem reports): the solitaire fr stent was sent out for sem (scanning electron microscopy) analysis for failure analysis of the broken struts. Per the sem analysis report, the strut broken end labeled as ¿1¿ width was measured to be 85.56¿m and the thickness was measured to be 74.77¿m. Per the sem analysis report, the strut broken end labeled as ¿2¿ width was measured to be 88.90¿m and the thickness was measured to be 74.51¿m. Both ends failed via fatigue at the surface then overload. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿separation¿ was confirmed. Possible contributing factors for the report of ¿separation¿ are patient vessel tortuosity, or user makes more than 2 passes. Based on the device analysis and reported information, the customer¿s report of ¿resistance during delivery/retrieval¿ could not be confirmed as the stent was found to be broken. Therefore, the device could not be used for resistance testing. Resistance can be caused by catheter non-compatibility or lack of continuous flush. It is likely use of incompatible catheter contributed to the resistance. However, the root cause could not be confirmed. Based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was unable to be confirmed. It is possible that the reported resistance during insertion with an incompatible solitaire stent contributed to the resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the solitaire had resistance in the microcatheter and was broken. The patient was undergoing surgery for treatment of an ischemic stroke of the m1 segment of the middle cerebral artery. The patient's mrs baseline was 5 and procedure was 5. The nihss score was 19 and tici was 0 at baseline. The nihss was 15 and tici was 2b post procedure. IV tpa was not contraindicated. There was 0 passes with the device. It was noted the patient's vessel tortuosity was moderate. Stroke onset to reperfusion time was 5 hours. No patient symptoms or further complications were reported as a result of this event. It was reported that after the stent was hydrated and exhausted, the first thrombectomy was performed normally, but the stent had great resistance in the microcatheter. When the stent was transported for the second time of thrombectomy, the stent was difficult to transport in the middle of the microcatheter, and the resistance was extremely high. After removal, it was found that the stent body was broken in the microcatheter, and the front end of the pushing guidewire was bent. Resistance occurred during procedure during delivery. Catheter resistance occurred in the middle section of the catheter. Ancillary devices include a rebar 18 microcatheter.